Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Expiration date - no information. Implant date - no information. Lens remains implanted. (B)(4) - no code available (refractive surprise). Device manufacture date: no information. Evaluation conclusions: (inconclusive - investigation in progress). (B)(4).

Event description:
The physician reported a cc4204a collamer single piece lens was implanted. The physician stated the patient experienced a hyperopic shift with the implanted lens. No serial number was provided. Further information has been requested, but none has been forthcoming.